Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device implant, lead exhibited higher than normal impedance. Upon repositioning the lead twice and testing while the lead was not in contact with tissue, the lead¿s impedance remained high. Additional troubleshooting was done but the impedance remained high. The physician decided to use another lead and the impedance was normal. The procedure was completed without complication. The patient was stable pre, during, and post-procedure.